Event description:
It was reported that the distal piece of the shaver head snapped off inside the patient. After the piece broke off the surgeon removed the part from the patient causing a two minute delay in procedure. There was no harm to the patient and a replacement device was used to complete the procedure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The broken piece presented considerable damage and deformation of the teeth. Pronounced friction wear marks could be observed on the housing window inner surface and inner radial area, as well as dents and deformation on the window edges. Probable root causes can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), shaver blade comes in contact with a metal object (e.g. Scope) / bone and/or excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal piece of the shaver head snapped off inside the patient. After the piece broke off the surgeon removed the part from the patient causing a two minute delay in procedure. There was no harm to the patient and a replacement device was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.